Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system application did not auto-launch within carefusion application, leaving the station on the blue screen. A technical support specialist (tss) performed a dial-into a station running version 1.5.2 and confirmed that medapp did not auto-launch within the carefusion application (cfnapp), leaving the station on a blue screen. The machine was rebooted but the issue persisted, so the knowledge article "station boots to blue screen/app does not auto-launch" was applied and the remote support service (rss) agent was reconfigured. Deployment attempts under the packages tab did not resolve the issue, and the knowledge article "med application not launching automatically; station at blue screen" was followed by enabling the "set auto login for cfnapp" checkbox on both station config utility shortcuts, but medapp still failed to launch. User permissions were verified in the carefusion program files directory, and dependencies.xml was edited, yet the problem remained. Tss then located carefusion.systemmanagement.client.agenthost.exe, created a desktop shortcut, and copied it to the startup folder. After rebooting, medapp successfully auto launched in cfnapp, confirming resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck at carefusion blue screen. However, there were no delays or adverse events or injuries reported based on this event.